Event description:
It was reported the lead/extension was pulling on the skin and muscle tissue causing discomfort; the extension was replaced and loosened.

Manufacturer narrative:
This report is being submitted following an internal audit.